Event description:
Patient undergoing left cataract extraction. Phaco eyepiece placed in eye and surgeon began to groove. Patient immediately complained, "it's hot." A milky white fluid was immediately seen at the wound site. The surgeon removed the eyepiece from the eye. Surgeon checked that irrigation was in place and working. Questionable if an air bubble was noted in the eye. Surgeon states she cannot be sure. Total phaco time 1 minute and 20 seconds. Surgeon continued procedure and sutured the burned cornea with 4 sutures. Upon discharge, the patient stated the pain level had decreased to #3 on pain scale.